Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: se-1520-08 , bme lot number: bse160303, lot expiration date: 1 september 2021 supplier lot number: n/a ,manufacturing date or release to warehouse date: 2 march 2017, supplier: n/a. Nonconformance material report (ncmr) # 2979 was generated during production for lot bse16030 for one implant kit with a loose drill guide inside the package. This non-conformance is not relevant to the complaint condition since it addresses a packaging issue and this complaint is for an implant over-compressing. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review :part number: se-1520-08 , bme lot number: bmese160303 , lot expiration date: 1 september 2021 , supplier lot number: n/a , manufacturing date or release to warehouse date: 11 october 2016 , supplier: n/a. Ncmr # 2500 was generated during production for lot bmese16030 for one implant kit with a loose drill guide inside the package. This non-conformance is not relevant to the complaint condition since it addresses a packaging issue and this complaint is for an implant over-compressing. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review, part number: se-1520-08 , bme lot number: bmese140011a , lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: 17 february 2014 supplier: n/a. Ncmr # 1315 was generated during production for lot bmese140011a for one mis-cut implant found during visual inspection. This non-conformance is not relevant to the complaint condition since it addresses an aesthetic issue and this complaint is for an implant over-compressing. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review, part number: se-1520-08 , bme lot number: bmese135156a, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: not available, supplier: n/a. No ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a bme shift implant overcompressed during a medial shifting calcaneal osteotomy on (B)(6) 2017. While using a bme shift implant, when the surgeon released (one) implant from the insertion device, the compression of the device overpowered the patient¿s bone, compressing the bone. The surgeon didn¿t notice this immediately. Once realized, he removed the implant and used a 7.3 mm cannulated screw for the fixation. The surgeon stated that it seems as though the implant performed as designed; it seems that the patient¿s bone was not strong enough to handle it. The device remained intact, no fragments were created. Additional x-rays were required. There was a reported surgical delay of 5-10 minutes due to the surgeon¿s realization of device overcompression; the delay was related to removing the implant and replacing it with a cannulated screw. The procedure was successfully completed ¿the osteotomy fixation was achieved. The patient was in stable condition. Concomitant devices reported: sizing tool (part # ot-1, quantity 1), sizing guide (part # sg-1, quantity 1), drill kit (part# dk-265-s, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The compression of the device overpowered the patient¿s bone, compressing the bone [¿] there was a reported surgical delay of 5-10 minutes due to the surgeon¿s realization of device overcompression; the delay was related to removing the implant and replacing it with a cannulated screw. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: describe event or problem, list of concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: sizing tool (part # ot-1, lot #unknown, quantity 1), sizing guide (part # sg-1, lot #unknown, quantity 1), drill kit (part# dk-265-s, lot #unknown, quantity 1). Speedshift compression implant kit 15 x 20 x 20 mm offset 8 mm (part # se-1520-08, lot # bse160303, quantity 1).

Manufacturer narrative:
Describe event or problem: additional information provided. Date of x-ray provided. Corrected data: device malfunctioned intra-operatively and was not implanted / explanted. Device was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bme shift implant over compressed during a medial shifting calcaneal osteotomy on (B)(6) 2017. Surgeon had implanted two bme implants, after implantation surgeon took x-rays and decided that one implants, unknown which one, was over compressing the bone. The x-rays, taken on (B)(6) 2017, showed no breaks, cracks or chips in the bone. Surgeon decided to remove both implants and insert a 7.3 mm cannulated screw instead. There was no malfunction against the second implant. The surgeon stated that it seems as though the implant performed as designed; it seems that the patient¿s bone was not strong enough to handle it. The device remained intact, no fragments were created. Additional x-rays were required. There was a reported surgical delay of 5-10 minutes due to the surgeon¿s realization of device over compression; the delay was related to removing the implant and replacing it with a cannulated screw. The procedure was successfully completed ¿the osteotomy fixation was achieved. The patient was in stable condition.